Event description:
In mar 2006, the customer's wife brought her husband to the ER, where they got a reading of 307 mg/dl. Customer complained of fever, chills, feeling weak and his eyes is hurting. Due to insurance issues, the customer was transferred to another hospital where they got a reading of 338 mg/dl. Glucophage was administered and was released the same day with a prescription. Customer did not provide adc meter reading prior to the event.